Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not performed as the serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis and regurgitation observed in this case was due to progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd. This patient¿s pertinent medical history aortic stenosis, mitral stenosis, acute endocarditis, symptomatic hypotension, pulmonary hypertension, hyperlipidemia, right heart failure, congestive heart failure, acute myocardial infarction of anterolateral wall, acute kidney injury, chronic kidney disease, diabetes mellitus type 2, and tobacco abuse. The device was not returned to edwards for analysis. The root cause for the severe stenosis and regurgitation remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure and replaced with a 26mm transcatheter valve after an implant duration of 7 years, 5 months, and 20 days due to severe stenosis and severe regurgitation. The patient presented with progressive right heart failure with ascites. The valve-in-valve procedure was noted to have no complications and trace paravalvular leak post transcatheter valve implant.